Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device longevity estimate from the programmer was longer than expected as well as a calculated estimation. No action was taken other than to follow the device according to the correct estimation until eri.